Event description:
It was reported that the lesion was located in the moderately calcified, moderately tortuous, 99% stenosed mid left anterior descending artery. Pre-dilatation was performed with a 1.5x18 mm balloon. After deployment of a 3.0x28 mm xience v stent at the lesion site a proximal edge dissection was observed. A 3.0x23 mm xience v stent was deployed to cover the dissection successfully. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effect of dissection is listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.